Event description:
It was reported the pt's scs system was explanted due to an infection at the lead site. Cultures were taken and revealed a (B)(6). The pt is being treating with oral and IV antibiotics. The pt is doing well and healing properly at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.